Event description:
A healthcare professional (hcp) reported through a manufacturer representative that she had a patient who was "consistently getting an allergic reaction" to the spinal cord stimulation (scs) implantable neurostimulator (ins) in their pocket. It was stated that the patient had gone through several scs inss from more the reporting manufacturer and another manufacturer. The patient's "allergic reaction resolved when they remove the ins." It was noted that the patient's allergist believed that it was due to titanium material in the ins. No further event information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that a medtronic device may have caused or contributed to a death or serious injury or that a medtronic device has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was clarified that the patient was not implanted with a medtronic device.